Event description:
The empty 25 mm bag was filled with cefazolin and 1/2 ns 250 cc, delivered to the pt's home and placed in the refrigerator. Five days later the nurse noticed that the bag was leaking. It was leaking from a side seam, about half way up the length of the bag.